Event description:
Postoperatively, while the pt was hospitalized for cardiac decompensation, a valvular leak was observed on an echocardiogram. At this time it is unk if the valve will be explanted or if a tavi procedure will be conducted. The pt is reported to be doing fine and is at home.